Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Date of issue and intervention are approximations. Patient's daughter came home, found the patient unconscious and called the paramedics. Paramedics administered glucagon to the patient and took a fingerstick reading. Patient was at 20mg/dl. When the paramedics left, patient believes she was reading 120mg/dl. Patient also reported that she remembered feeling light-headed and sleepy during the event. There was no alleged device malfunction. Patient was not wearing the cgm device at the time of incident as she was out of sensors and waiting on more supplies. At the time of contact, patient was in good condition. No additional event or patient information was provided.